Manufacturer narrative:
Full patient identifier is (B)(6). Customer did not provide a reagent lot number; therefore, expiration date and UDI could not be provided. Customer did not provide a reagent lot number; therefore, date of manufacture could not be provided. The access hstni reagent was not returned for evaluation. No other patient results were called into question. There were no reports of hardware error messages or issues with other assays in connection with the event. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
On 02 feb 2023 the customer reported that on (B)(6) 2023 an erroneous elevated troponin I (access high sensitivity troponin I, part number h52699 and lot number not provided) was generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4). The elevated troponin I result of 155 (units not provided) was released from the laboratory. The patient had serial draws performed for troponin I. 0hour draw result was 11 (units not provided); 2hour result was 155 (units not provided) and questioned by physician; 4hour result was 19 (units not provided). There was a report of change to patient treatment or management which occurred in connection with this event. The customer reported the patient was administered a heparin drip (dosage not provided). There was no further information provided regarding change to patient treatment or management. Additional information regarding sample testing and patient outcome was requested but was not provided by the customer. System performance indicators such as system check, calibration and quality control (qc) were not provided for review. There were no error messages, issues with other assays or issues with other samples reported in conjunction with this event. No other patient samples were questioned at the time of the event. The customer did not complain of any potential concern of carryover in this event. Customer stated the samples were collected in lithium heparin tubes and centrifuged in an I-stat centrifuge. Other sample collection and processing information such as volume collected, sample quality, centrifugation time, temperature and speed and sample storage information was not provided.